Event description:
It was reported that the right ventricular (rv) lead had high threshold. Exit block was noted with no stimulation. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator 2012 (B)(6); unk competitor implantable pacing lead 2013 (B)(6). (B)(4).